Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 500 mg/dl. Customer also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for insulin flow blocked alarm. Customer was advised to disconnect at the quick release set. Assisted customer in performing a 5.0 unit fill cannula. Customer states the insulin exited. Customer was advised to remain discontinue remove the reservoir from the insulin pump and rewind. Advised to run load reservoir with empty insulin pump until piston reaches end of travel. Insulin pump alarmed with no reservoir detected. Customer has a plunger available. Advised to remain discontinue and push insulin slowly through the tubing. Customer reports that insulin did not exit with plunger push then reports insulin exits. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.